Event description:
The customer reported non-reproducible and elevated troponin I (access accutni) results, within the risk stratification and/or above the acute myocardial infarction (ami) limit, for multiple patients, on separate days, involving the unicel dxc 600i synchron access clinical system utilized in conjunction with the access accutni assay. Subsequent analyses of the patients' samples, on the same instrument, recovered lower results within the risk stratification and/or within the normal reference range. The elevated results were not released out of the laboratory. There was no patient impact. The customer noted one sample had fibrin clot after re-centrifugation. Patient samples were collected in becton dickinson (bd) primary tubes, mixed immediately after collection, and centrifuged at 3,300 rpm (rotations per minute) for ten minutes in a swinging bucket centrifuge, at room temperature. System check and quality control (qc) had been within specifications and was within the acceptable range at the time of the event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed low level quality control (qc) was out of specification and erratic. The fse discovered an issue with the wash pump and wash valve, allowing air to enter the fluidics lines. The fse installed new seals in the pump and replaced the valve rotor and seals. The fse completed high sensitivity (hs) system check and verified troponin I precision was within specification. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications. Results: valve rotor. All related medwatch reports associated with this event: 2122870-2013-00171, 00167, 00169, 00173, 00172, 00168, 00170, 00159, 00155.